Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead had low pacing impedance and was difficult to set up. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. There were no patient consequences.

Manufacturer narrative:
The reported events were low pacing lead impedance and could not be placed at the target area. The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.